Event description:
During pre-use inspection for an af procedure, the catheter tip was found to be fractured and detached prior to patient contact. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One tactiflex ablation catheter, sensor enabled was received for evaluation. The flex tip had been fractured and detached. The root cause was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.